Event description:
Pt began experiencing elevated blood glucose (160 mg/dl-380 mg/dl) in 2004. At 6:19 am, three days later, their blood glucose measured 377 mg/dl. Pt went to the ER around 8:20 am, and pt was placed on an insulin IV. Additionally, pt was given 10u insulin by injection. Pump user was released from the ER at 11:59 am, same day.